Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge did not fit properly onto the pump. Reportedly, an o-ring from a previous cartridge was on the pneumatic tap. Customer removed the o-ring and successfully loaded the cartridge and resumed insulin delivery. The customer's blood glucose level was 200 mg/dl.